Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was unknown. It was reported the patient was hospitalized and received unknown treatment for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.